Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The reporter noted that the keypad button symbols were worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/16/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: keypad rubber is intact. During testing, ¿contrast¿&¿up¿ responded intermittently to presses. The keypad was removed from the base, contamination was found to all key¿s contacts. Buttons symbols are wearing off and erased. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.